Event description:
During a follow up call the customer stated every time they remove the reservoir and place it back in a piece of plastic from the insulin pump breaks off. The customer stated that something popped off, twice; once, when they had a no delivery alarm, and the day of the phone call. The customer's blood glucose was unknown because the customer was not home at the time of the phone call. Troubleshooting was not performed because the customer could not specifically verify the damage to the product. The customer was strongly encouraged to contact their doctor. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.